Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, inflation was performed at 6 atm and 12 atm for 20 seconds each respectively. However, the distal part of the balloon ruptured when inflated at 12atm for 10 seconds upon third inflation. The device was removed without any problem by using normal method. The procedure was completed with a different device. There were no complications reported and patient was in good condition post procedure.